Manufacturer narrative:
Concomitant medical products: product ID: e volutr-29, serial/lot #: (B)(4), ubd: 28-aug-2024, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, while retrieving the delivery catheter system (dcs), the valve dislodged into the ascending aorta. A new valve and delivery catheter system (dcs) were used uneventfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the report relates the embolization of a 29mm evolut-r after full valve release. The valve remains implanted so no product analysis could be performed. Images were received for medtronic¿s review. An image received showed a valve that appeared to be correctly loaded according to the device instructions for use (IFU) and best practices. As a confirmation, it is noted that no apparent valve loading issues were observed that would constitute a misload. It is also noted that valve deployment began in the right anterior oblique view (rao) at mid-pigtail catheter, and this is in line with best practices. Several images showed the initial stages (first 2/3rds) of valve deployment and valve frame constriction. Frame infolding was visible, as indicated. Both images were taken in the rao view. Another set of images were taken from the valve deployment assessment at 80% deployed. The infolding mentioned was confirmed in both deployment assessment images. It is worth noting that assessing the valve in both rao and left anterior oblique (lao) view is in accordance with best practices. Another image showed the sequence of valve release with the infolding of valve frame still present. If any valve frame infolding is observed during any stage of deployment, the valve should be recaptured, removed from the patient and a new delivery system, loading system, and valve should be used. Another image showed the point just before the valve embolized. The nosecone of the delivery catheter system (dcs) can clearly be seen interacting with the infolded portion of the valve frame. In the video, it was also evident that there was a lot of tension applied to the dcs to remove the nosecone. This was less evident in the still image received alongside but in the cine, however, the dcs was seen migrating towards the inner curve when the dcs was attempted to be removed. One image showed the embolized valve fully expanded in the ascending aorta. From the cine¿s it was evident that the nosecone interacted with the inflow crowns of the valve, and the infolded portion of the valve. This was against best practices, which state that any resistance to nosecone removal should be met with a release of tension on the dcs. The final images showed a pre dilation before implanting a second valve, and a successfully implanted second valve with apparent frame infolding. In conclusion, the valve embolization was caused by the interaction of the nosecone and an area of infolding at the inflow of the valve. Excessive force to remove the nosecone dislodged the valve. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the valve was loaded properly and no bav was performed. The patient¿s calcified anatomy may have been a contributing factor to the infold. A device history record (DHR) review and frame record review was performed on the device and all process parameters were within spec ification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and device met specifications. The DHR review did not show any deviations in the manufacturing process. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which confirmed that the valve had infolded. The infolding became obvious following the release of the valve. The infold involved nodes 1-4.

Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was not returned to medtronic for analysis and as such no analysis could be performed. Procedural images were provided for review, which confirmed the valve embolization was caused by the interaction of the nose cone and an area of infolding at the inflow of the valve. Excessive force was used to remove the nosecone, and this dislodged the valve. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut pro instructions for use (IFU), instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. The procedural images provided confirmed that excessive force was used to remove the nose cone, and this dislodged the valve. Best practices state that any resistance to nose cone removal should be met with a release of tension on the delivery system. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that the right femoral access rout was used. A pre-implant balloon aortic valvuloplasty (bav) was not performed. A confida wire was used for this implant procedure. The cusp overlap technique was used. Prior to withdrawing the dcs, the nosecone was centered within the valve frame by slightly retracting the guidewire. It was reported that the dcs was not twisted or torqued during the implant. According to the physician, the cause of the dislodgement was calcification and infolding. No additional adverse patient effects were reported.